Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen longer than 48 hours, the site was red, swollen, irritated with pus coming out and the blood glucose (bg) levels were 20 mmol/l (360 mg/dl). The patient visited the emergency room (ER) where was prescribed antibiotics (amoxicillin) to be taken for 7 days. A manual insulin injection was used to treat the hyperglycemia.